Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: additional device information - additional/correction. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
It was reported that early sensor expiration occurred on for sensor. However, transmitter serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. External visual inspection was performed and passed. Voltage testing was performed and failed due to 0 vdc. A review of the share logs was performed and early sensor expiration was found within the investigation window. The allegation was confirmed. The probable cause could not be determined post investigation. The reported event of early sensor expiration is reportable based on the patient's complaint was confirmed because there were errors in the log. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.